Event description:
Physician attempted biopsy of the right iliac bone. More than a "quarter inch" shredded and broke off from the cannula. No biopsy was obtained. The shredded portion was retrieved by cutting down to the bone and removed with forceps. The product was discarded and not sent in for investigation.

Manufacturer narrative:
Evaluation: still under investigation.